Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, upon implantation of the lens a significant fracture in the trailing haptic was noted. The surgeon made the decision to remove and replace the lens with the same model and power. The procedure was completed on the same day without any complications. Additional information has been requested but is not available at the time of this report.